Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the pigtail tubing during the load fill tubing process. Reportedly. The customer changed the cartridge and during the fill tubing process, no insulin was seen exciting the infusion set tubing. The customer changed the infusion set and was able to successfully fill the tubing and resume insulin delivery. The customer's blood glucose level was 109 mg/dl.